Event description:
Customer reported his sensor reading was 47 mg/dl and customer drank juice. Customer stated after the sensor reading did not change after an hour. Customer finally checked blood glucose and it was over 400 mg/dl. Customer stated high was due to sensor and wanted to make sure the insulin pump was working prior t changing the sensor. Customer's blood glucose was 457 mg/dl. Customer declined troubleshooting and wanted to know if his device and cell phone were in the same pocket would cause any issues with the sensor. Customer was advised no. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.